Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that patient emergency care due to increased dyspnea since device settings reprogram. Baseline heart frequency decreased to 50 beats per minute, decreased cardial function since loss of sinus rhythm with severe heart failure. The implantable pulse generator (ipg) and implantable pacing lead remain in use and parameters changed to initial settings. However, catherisation planned and upgrade to cardiac resynchronization therapy will be scheduled. The patient is a participant in the panorama 2 clinical study.

Event description:
It was further reported that the device was explanted and replaced.